Event description:
According to dr, it was noted at a post-operative follow-up visit that the pt had "abrasions" on the leg. These were not in the area being treated by the ebice device. Dr feels they may be from where the surgical tape was on the pt's skin. This MDR is being submitted for informational purposes only.